Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture at maximum output. A chest x-ray showed the lead had pulled back from the original position. A lead revision has been scheduled. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.